Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a lead replacement procedure on (B)(6) 2025 [related manufacturer reference number: 1627487-2025-04017], two other leads were dislodged. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted and replaced to address the issue.